Event description:
Pt was in for lumbar MRI. After just a few minutes pt began to feel hot & then her right hand & buttock/hip felt like it was on fire. Pt tried to keep from moving. At some point pt moved & tech came in. Pt reported that she felt like she was burning. Tech told pt to lie still; they had 7 left & they would be through. Pt "burned" another 7 minutes. No one looked at hand or reported to supv or dr. Pt called when arrived home & talked to tech. Who said nothing like that had ever happened before. Pt had blisters in two hrs. Called hosp next a.m. & talked to head of CT dept. Machine shut down to have MFR look at it. Pt saw dr & had 1 st deg burns. 2nd deg. W/blisters. Pt saw dr on 8/9/95. Hand still burns at times. Everyone keeps saying it isn't possible to burn in MRI machine. New machine.